Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of approximately 700 mg/dl and high ketone levels. The cause of the high bg was unknown. A bolus was delivered to address bg level. Multiple follow up attempts were performed to complete troubleshooting, however, customer did not respond.